Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657 batch#: 3158207. It was reported that the bd luer-lok package seal integrity was poor/questionable. The following information was provided by the initial reporter: good morning, as I perform semi-annaul inspection readiness walkthroughs, I noticed a consistent defect in a lot of 3cc luer-lok syringes. Lot 3158207. Exp 2028-05-31. Most of the packages I have inspected appear to have a broken seal in the plunger side of the package, breaking any and all sterility in this product. Others seem to have very weak adhesion at this package site. I'm in the process of pulling all these syringes out of circulation in my facility. I figured you may want to be aware of this possible manufacturing defect for this series. I do not deal with acquisition of any supplies at my level - I am only a research technician. I will pass this information on my end to whomever may need to know on our end. Additional information provided: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? A. 11-jun-2024 2. Are you able to provide photos of the damaged items? A. See attached photos below. Please note: that the original syringes have been discarded to ensure inspection readiness by 17-jun-2024. This photo uses some of the intact syringe packages from the same lot that I set aside, so I re-created the exact condition in which I found the syringes in question as a visual aid for your efforts. 3. Can you describe the external condition of the box upon receipt, any signs of mishandling? A. Our supplies are received and stocked by a department outside of our lab. When any supplies begin to run low on our point of service racks, someone in that department opens a new box and refills the bins in question, with the packaging always intact. This lot was intermixed with several others, so I don¿t believe that this is a mishandling issue. I cannot speak to the condition of the box, but I¿m under the impression that a damaged box would have been accepted by shipping. 4. Did you notice any unusual sounds or shifting inside the box when handling it? A. Unable to answer this question. 5. Can you describe any damage found to the items inside (including quantity/cases/shelf pack affected?). A. Outside of the seal on the plunger end of the packaging, no other damage was noted.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported there was a broken seal on the plunger side of the package. To aid in the investigation, two photos of a 3ml luer lok syringe was received and evaluated by our quality team. Both photos, from different angles, show one package with the seal open across the top at the peel tab by the plunger rod. The condition is non-conforming per product specification and is associated with the packaging process. A device history record review was completed for provided material number 309657, lot 3158207. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. This lot was inspected and accepted based on meeting the inspection control plan, approved for shipment and is considered in compliance with product specification requirements. To date, there have been no other similar events reported for this lot. Further action has not been determined necessary at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.